Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary planned treatment. The procedure was delayed of 10 min, and it got completed as they could move the defective lateral c arm out of the way and they continued working. It was reported to philips that the c-arm is unable to perform geometry movements. Review of the logfile shows post l arc fd ext failed confirming the reported issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the l arc intermittently failed. The fse manually moved the lateral c-arm from working position to parking position and user can use the c-arm. To resolve the issue fse replaced the medium l-arc, mvr l-arc, luc board, power supply assembly l-arc and hybrid extension box. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after moving the c-arm with a delay of 10 minutes. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.